Manufacturer narrative:
Leica's investigation is in progress.

Event description:
Leica microsystems received a complaint from the customer of suboptimally processed tissue from a peloris tissue processor.